Event description:
On (B)(6) 2012, admitted through ER with a non stemi. To cath lab (B)(6) 2012, films reveal 99% stenosis in the proximal lad. Pre dilated with 3.0x15 nc quantum apex and a 3.0x18 xience v deployed. Films reveal 0% residual stenosis and timi iii flow. Medications including heparin, angiomax, asa, and effient. To op bed at 1140. Developed chest pain, and EKG at 1153 with st elevation. Returned emergently to cath lab, films reveal 100% occlusion with thrombus of previously placed stent. A single inflation with 3.0x15 nc quantum apex improved flow and completely resolved chest pain. Then pt developed v-fib, and defibrillated once with return to nsr. A 3.0x28 xience v deployed overlapping the original stent and both stents post dilated with 3.5x20 nc quantum apex. Films reveal 0% residual stenosis and timi iii flow. Integrilin in addition to previous medications. Discharged on medications including asa and efficient.